Event description:
Claimant alleges that he had wrecked his unit in a ditch then when he drove it a month later that it took off by itself, after replacing batteries, down a hill 20mph on him and he was injured.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Event description:
Claimant alleges that he had wrecked his unit in a ditch then when he drove it a month later that it took off by itself, after replacing batteries, down a hill 20mph on him and he was injured.

Manufacturer narrative:
An evaluation was conducted on the device. As the brake was found to be functional through individual testing, there is no evidence that the unit could freewheel on its own.